Event description:
It was reported that during a da vinci s surgical procedure the tips of the (B)(4) bipolar forceps instrument stopped moving. The planned procedure was successfully completed and no patient harm, adverse outcome or injury was reported. The customer reported malfunction does not itself constitute a FDA reportable event, however, engineering discovered evidence that an arcing event occurred during internal evaluation of the instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering placed the instrument on an in-house system and recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The customer reported failure mode could not be replicated. 48 - engineering also observed a char mark on one yaw pulley cover, indicating that an arcing event occurred. The charring is located at a corner of the grip base. There is also a slight separation at the glue joint between the yaw pulley and the yaw pulley cover. No charring is present on the other grips' yaw pulley. No other damage was found.